Manufacturer narrative:
E1: patient city: (B)(6). Patient country: finland. Name: medtronic minimed, country: united states of america, street: 18000 devonshire street, city: northridge, state, province or territory: ca, post office or zip code: 91325. Based on the available information, this event is deemed to be a reportable malfunction to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that the patient experienced adhesive issues with infusion set, tapes did not stick as well as normal and set came off before intended time in use event on (B)(6) 2026.